Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months. The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported stroke and the subsequent patient outcome could not be conclusively determined. No prior events were reported for this patient throughout approximately 4 months on vad support. Review of the submitted system controller log file showed that pump power generally ranged from about 4.8-6.4 watts with a few transient moderate elevations up to 8.3 watts. No atypical alarms were captured and pump speed remained above the low speed limit for the duration of the log file. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient experienced an acute embolic cerebral vascular accident (cva) in the posterior cerebral artery (pca) territory. The only neurologic deficit for the patient was a left vision field cut. The patient's inr had reportedly been subtherapeutic and treatment with lovenox was initiated. On (B)(6) 2016, the patient's inr was 3.3 and the patient was cleared for discharge; however, the patient developed weakness while walking out of the hospital. By that time the patient was taken back to the admission room, global aphasia and right hemiparesis had developed. A stat CT angiography showed a left middle cerebral artery (mca) embolic cva. The patient was urgently transferred to another facility where a thrombectomy was performed. At the time, the pump was reported to be functioning as intended. The patient would continue to be medically managed. An elevation in pump power consumption was observed and an echocardiogram showed the aortic valve opening whereas previously the aortic valve had remained closed. A log file submitted on (B)(6) 2016 was analyzed by the manufacturer's technical services representative and contained approximately 12 days of data with no unusual events recorded. By the time of transfer to the new facility, the patient's stroke had progressed and the patient suffered a subarachnoid hemorrhage (sah). Care was subsequently withdrawn and the patient expired on (B)(6) 2016.